Manufacturer narrative:
Correction: h6 annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was placement difficulty of the left ventricular (lv) lead during the implant procedure. After the angiog raphy, a suitable lateral vein was selected for lead placement. The lead was sent to the distal end of the lateral vein by the guidewire and fixed. When the guidewire was withdrawn and tested, the threshold was tested and there was a diaphragm reaction with phrenic nerve stimulation at higher outputs. Multiple attempts to place the lv lead were unsuccessful, either because of diaphragmatic reaction after fixation or because the lead could not be fixed. The lv lead was removed and replaced with a left bundle branch lead. No further patient complications have been reported as a result of this event.